Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found cannula broken all parts still of the cannula are present.

Event description:
Customer reported via phone call that the sensor alerted a sensor error alert. Customer's blood glucose was unknown. After troubleshooting, customer was advised that the sensor will be replaced. Customer agreed to return the sensor for analysis.